Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a potential ¿free flow¿ event occurred on a pump module. There was no report of patient harm. Clinical engineering evaluated the device and stated that it infused without any errors.